Event description:
Hcp reports pt underwent device explantation following an automobile accident. The implant duration was 21 months. The device was not responding after troubleshooting with the pt programmer. The decision was made to explant the device. The device was explanted and replaced in 2006. The explanted device was returned to the MFR for analysis.

Manufacturer narrative:
H6 - final device analysis results reveal - broken weld (s) at bond wire pad (s).